Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up. High capture threshold was noted on the atrial lead. An x-ray was performed, and the lead appeared to be in a good position. It was decided to not intervene at this time. Programming changes were made. The patient was not symptomatic.